Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had the hrm task did not grant motor power in reasonable time (pump error 82). Customer's blood glucose level was 54mg/dl. It also stated that declined troubleshooting for blood glucose. Customer was advised to monitor the pump and call back if the error recurs. Customer will not return device for analysis.